Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report. Device not explanted.

Event description:
It was reported that patient (B)(6) had a humerus greater tuberosity fracture, intra-operatively. Prior surgeries on study shoulder: total shoulder arthroplasty in (B)(6) 2020 and open rcr in (B)(6) 2021.

Manufacturer narrative:
Please note the correction in h6 the method, results and conclusion codes as the device responsible for this adverse event was confirmed to be a non-stryker device. Per new information received it was confirmed that the intraoperative fracture was sustained during the removal process of the original tsa prosthetic components manufactured by biomet/zimmer.

Event description:
It was reported that patient (B)(6) had a humerus greater tuberosity fracture, intra-operatively. Prior surgeries on study shoulder: total shoulder arthroplasty in (B)(6) 2020 and open rcr in (B)(6) 2021. Per new information received it was confirmed that the inta-operative fracture was sustained during the removal process of the original biomet/zimmer tsa prosthetic components.